Manufacturer narrative:
The insulin pump received with missing segments/partial display due to severely cracked and bleeding lcd glass. No blank display noted. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self test, unexpected restart error test and all operating current test due to lcd physical damage. The following physical damage was noted: minor scratches on the display window, cracked casing at the display window corners, cracked reservoir tube lip, cracked battery tube threads, scratched casing near reservoir tube lip and scratched keypad overlay near escape button dome.

Event description:
The customer reported via phone call that his insulin pump was not working; he slipped and fell and the insulin pump display screen was cracked. The customer was unable to read the display but the insulin pump was still delivering. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting was initiated for the physical damage. The customer also mentioned a cracked battery compartment as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.